Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing.

Event description:
It was reported that the customer received a low reading of 40 mg/dl on her sensor, causing her insulin pump to threshold suspend, while her blood glucose was 90 mg/dl. Customer turned the sensor off, due to the inaccurate readings. Upon removal of the sensor, it was found to be curved. Nothing further reported.